Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a cardiac tamponade after the procedure. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a cardiac tamponade. After waking from anesthesia, the patient had hemodynamic problems. A pericardial puncture and drainage were performed about an hour after the procedure ended. The patient was hospitalized but is expected to fully recover.